Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. Refer to the customer's attached picture. Evaluation of the picture attached to the complaint of an ar-2324bcc, lot/batch number 15046642. It was observed that the bio/anchor was damaged, missing the geometry. It was noted that the outer sleeve driver shaft¿s tip was damaged/warp/deformed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.

Event description:
On 10/17/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor broke during insertion. All the broken fragments were removed, and the case was completed using another ar-2324bcc biocomposite swivelock c. This was discovered during a procedure on (B)(6) 2023. There was no case delay. Additional information was received on (B)(6) 2023: this was discovered during an rc repair procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.